Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed an elevation in pump power and estimated flow values; however, a specific cause for this finding could not be conclusively determined. The submitted log file contained transient elevations in pump power and estimated flow on 16jul2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for dark urine, elevated lactate dehydrogenase (ldh), brain natriuretic peptide (bnp), and presumed pump thrombosis. This resulted in a bivalirudin drip being started. The ldh started down trending on infusion. 24 hours later ldh/bnp began to bump in the setting of subtherapeutic partial thromboplastin time (ptt) despite increased titration of bivalirudin. There were no changes noted with ventricular assist device numbers on admission. The patient had been having frequent pulsatility index (pi) events and elevated flow/power. The patient was also said to have increased volume on examination with no changes in diuretic regimen. The log files were reviewed and they showed elevated power and flow associated with pi events on 16jul2024. The log file also saw an increase in power/flow at the end of the log file.